Manufacturer narrative:
This supplemental report was submitted to provide the legal manufacturer¿s investigation results. No further information was provided or obtained from the customer to date. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The repair inspection confirmed the customer¿s reported issue of an abnormal color tone. The image problem was isolated to a defective/faulty charged coupled device (ccd) in the outer tube unit. The exact cause of the defective ccd cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and alteration of jigs. Olympus will continue to monitor the field performance for this device.

Event description:
Olympus (omsc) was informed that the customer high definition endoeye ii, autoclavable video telescope has an abnormal color tone. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, poor color reproduction was identified and isolated to a defective outer tube unit/charge coupled device. The inspection also found a broken off component. Non-reportable defects found during inspection were, dents on the outer tube, broken light guide fibers, scratches/scrapes on the gray colored cable cover, and a damaged/worn label. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.